Manufacturer narrative:
Concomitant medical products: model number: 720182-01, lot number: 0160674003, model description: reservoir flat 100 ml.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was experiencing inflation issues. The pump would not refill after compression. An ultrasound was done and showed the reservoir was full "without drilling signs." "After pressing the emptying button, the pump fills again, but does not pump to fill the cylinders." It was further reported that the patient was seen 3 weeks earlier. The device was operating in june or july. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Manufacturer narrative:
Model number: 720182-01. Lot number: 0160674003. Model description: reservoir flat 100 ml.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was experiencing inflation issues. The pump would not refill after compression. An ultrasound was done and showed the reservoir was full "without drilling signs." "After pressing the emptying button, the pump fills again, but does not pump to fill the cylinders." It was further reported that the patient was seen 3 weeks earlier. The device was operating in june or july. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis. Additional information received states the ipp device was explanted due to fluid loss from the pump.